Manufacturer narrative:
Co was informed that the product was us produced on 6/10/1998. Evaluation of the two sharps containers involved revealed that neither container had been penetrated by a sharp. The hosp rep volunteered that he did not believe this was a product problem, but that employees may have been manipulating the containers. To avoid further problems all ward personnel have been instructed not to manipulate sharps containers. Co is closing this complaint as not a product problem. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports in one instance a needle penetrated the wall of the sharps container, and in a second case a scalpel blade penetrated the container. One needlestick was reported.